Event description:
It was reported from (B)(6) that the attachment device did not function. During in-house engineering evaluation, it was observed that the device had heat and vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of return to manufacturer was unknown. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose, which caused the device to run hot and have vibration. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be loose and worn bearings caused by normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.